Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no examination of the explanted components, no bacteriology reports, no x-rays, and no follow-up after the resection arthroplasty is available for review. There is no evidence this periprosthetic infection was related to factors of faulty component design, manufacturing or materials. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, bacteriology reports, x-rays, and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient's left knee was revised due to periprosthetic infection.

Manufacturer narrative:
The following other devices were also listed in this report: scorpio ps femur waffle posts w/lfit; cat# 71-4509l; lot# k04m1524. Series 7000 standard tibia; cat# 7115-0009; lot# t04t116. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to periprosthetic infection.